Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s reported via phone call that they were hospitalized due to emergency medical service for three days with blood glucose of unknown. Customer's blood glucose level was 600 mg/dl at the time of incident. The customer also reported that the insulin pump received multiple insulin pump error. Customer reported they were able to clear the alarm. Customer also reported that insulin pump did require rewind. Customer able to complete rewind. Assisted customer in performing displacement test and the test passed. Customer was not able to troubleshooting. The insulin pump will not be returned for analysis.